Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 5,940 units. There are no units in stock in b. Braun surgical's warehouse. We have received 11 closed samples and 2 open samples. One open sample racepack without aluminium pouch and pieces of thread. The other open sample there is aluminium and the suture is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: probably, the thread in the open sample received has been degraded by hydrolysis along these more than 4 years (product manufactured in november 2019). We assume that there was a hole in the aluminum foil of this unit, nevertheless, the root cause cannot be determined because the aluminum pouch was not received, and the remaining units were correct. Final conclusion: considering that investigations cannot be carried out on the open sample provided by the client because the aluminum pouch is missing, although the defect could be due to a micropore or a perforation in the aluminum container, it cannot be confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the suture breaks apart when trying to use it, no other details are reported. No patient involvement.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.